Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (370 mg/dl). Reportedly, the customer believes the pump is not delivering insulin as intended. System check with tandem technical support was performed and the pump functioned as intended. Customer delivered a bolus and administered insulin injections to address elevated bg levels.